Event description:
Customer called to report the pump's driver arms were disconnected from the driver block. Also stated there is a piece broken or missing. Device was not dropped, bumped, or exposed to moisture.